Manufacturer narrative:
Corrected data: e1, g2. No physical device was received (discarded), a visual investigation was performed per pictures provided and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the customer provided pictures showing broken product. Root cause description: the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has been discarded by the patient. Once the investigation is completed, a supplemental report will be submitted. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the broken button stayed on the band while the patient was sleeping. The patient woke up with the device dislodged. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue and stopped using the device on (B)(6) 2025. The patient didn't suffer any harm/injury, and no medical intervention was required. The device was cleaned with tooth toothbrush and with their own ultrasonic cleaner by the patient. The patient disposed of the device.